Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. The patient was asymptomatic. The lead was capped and replaced.